Event description:
A ventilator was evaluated by a field service engineer for service. There was no harm or injury reported. During the evaluation of the device by a field service engineer, the device failed a test step during testing. The device's system board and oxygen blending module manifold assembly needs to be replaced to address the issue.